Event description:
The customer reported the system would not fluoro after a power surge in the facility. System was shutdown, but the table stayed on. No attempt to re-cycle power was attempted. No pt injury was reported.

Manufacturer narrative:
The hospital bio-med re-cycled the power and system was operational upon arrival. The ge service rep performed system-operational checks to include image retrieval functions, and fluoro capabilities with no problems noted. System operating as intended.